Event description:
It was reported that the ilet displayed repeated ¿restart ilet, alert 39¿ notifications consistent with an insulin shaft encoder failure, and the user was unable to proceed despite multiple restarts and removal of supplies; a replacement device was arranged and the user employed subcutaneous insulin via pen to manage glucose. Symptoms included hyperglycemia with a highest reported blood glucose of 356 mg/dl and a mild headache. Outcomes included transient hyperglycemia outside target range for about 45 minutes without hospitalization or professional medical intervention. Investigation included review of the device issue and coordination for device replacement and return. Investigation of this case revealed a malfunction consistent with an insulin delivery mechanism encoder failure affecting the pump¿s insulin shaft component. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the insulin shaft encoder.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.